Event description:
A customer reported the vitreous probe would not oscillate during a surgical procedure the probe was replaced to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additonal reportable information becomes available. (B)(4). The report was mailed to FDA on: may 5, 2014. (B)(4).